Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.